Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient's weight and explant date information.

Event description:
It was reported patient experienced ineffective stimulation with the system. Patient underwent surgical intervention at an unknown time wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned paddle lead found broken internal wires as a result of the explant procedure. There were no broken wires or damage, and no evidence of impedance issues that would have existed prior to explant that would have contributed to the allegation of ¿ineffective therapy¿.